Event description:
It was reported that during a case using the spine guidance 5 software, the navigation plan displayed the screw at t3 despite it being at t4. There was a surgical delay of less than 30 minutes and the procedure was completed successfully with no adverse consequences.